Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive action (CAPA) review were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The proglide device was used after its expiration date. It should be noted that the electronic proglide instructions for use (eifu), in the graphical symbols for medical device labeling section, indicates the use by symbol, which is next to the expiration date. The investigation determined the reported use of the device post expiration appears to be related to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - use after expiration.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic procedure with coronary intervention using a 6f sheath. Reportedly, the proglide successfully achieved hemostasis. The proglide was used after its expiration date. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.